Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial#: (B)(4) description: linear 3-4 lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing battery pocket heating up continuously when being charged. The patient underwent a revision procedure wherein the ipg and the lead were replaced and the patient was doing well postoperatively.